Event description:
It was reported to bsc/target that during the procedure when attempts were made to withdraw the gdc 18-soft synerg detection circuit for repositioning, it detached prematurely from the pusher wire. The pt was reported to be in good condition.